Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number: c2234156 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 17th of july 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in the neutral position. Red shuttle is past the ponr. Safety wire detached partially, not fully removed from the handle. Stent not returned. Polyimide is exposed and yellow marker visible. Functional inspection: handle is actuating fine for deployment and recapture. Safety wire removed with no issue. The reported failure was not observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2234156. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to tortuous patient anatomy as no defects were found on the returned device during the lab evaluation. It is possible that during deployment compressive forces from tortuous anatomy led to the deployment difficulty reported and to the difficulty seeing the yellow marker. Multiple attempts were made to gain more information regarding this event however no new information was provided. Should new information become available, the complaint can be re-opened and re-investigated. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the evo-10-11-6-b stent didn't deploy properly and they couldn't see the yellow marker. There were no adverse effects reported as a result of this occurrence. Confirmed quantity of 01 x used device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-sep-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent didn't deploy properly, and they couldn't see the yellow marker.